Event description:
Falsely high glucose (glu) results from multiple pts were generated by the synchron lx20pro instrument. Fifteen pt results were affected. The original glu results were in the range of 125-204mg/dl. The customer indicated that after a physician questioned glu results, they checked qc on their instrument and discovered that qc results were out high. The 15 pt samples were retested on another instrument in their lab and corrected reports were issued. The actual glu results from another instrument were not provided. The customer then recalibrated the synchron lx20pro for glu and ran qc; results were in the acceptable range. The affected pt samples were tested again on synchron lx20pro and glu results were comparable to the results from another instrument. The rerun glu results were in the range of 101-157mg/dl. No additional info regarding this event was provided. The customer indicated there was no change in pt treatment that can be attributed to or connected with this event.